Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
A customer contacted baxter's global technical service center to report the homepatient (hp) disconnected for 10 minutes and did not cap off the patient line with flexi cap and reconnected. Now has a check patient line alarm. The technical service representative (tsr) advised the hp he should not have reconnected. The tsr advised the hp that the line may be unsterile and they run a risk of infection. The tsr advised the hp to contact the nurse. The tsr advised the hp when starting over with new supplies will need new cassette and new bags. Follow up with the nurse revealed that she was not aware of any problems. She stated the hp had been in and didn't mention anything about the reported problem. She stated he was currently using the cycler for therapy without any problems. No patient injury or medical intervention was reported.

Event description:
It was reported that during a thoracic procedure, the device was placed on the bronchus, closed, and fired. The bronchus was transected with the knife and the bronchus turned out to be fully open with no staples present. After inspection of the stapler, there was no cartridge present in the stapler. The stapler was initially fired, so it wasn't fired before in this procedure. It seems that the stapler was delivered without a cartridge (+staples). Hand suturing was performed. As a result of the difficulties encountered with this device, the procedure was prolonged 25 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).